Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had experienced multiple inappropriate anti-tachycardia pacing (atp) episodes and one inappropriate shock due to noise and oversensing. An x-ray was obtained and a lead fracture was observed. Surgical intervention was performed and the lead was capped. No additional adverse patient effects were reported.